Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the air was then drawn into the valve. At the beginning of the case there were no problems with the vizigo when aspirating. When we pulled the pentaray out of the vizigo (first time), the doctor saw air in the valve. She then stopped the irrigation supply. She then tried to aspirate the air out (via the irrigation valve). However, this did not work as the air was then drawn into the valve. Air was also drawn into the patient as soon as he breathed. The doctor's opinion was that the irrigation valve was defective/leaking. The vizigo was replaced. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) product analysis lab (pal) for evaluation and the evaluation has been completed. A visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the air was then drawn into the valve. At the beginning of the case there were no problems with the vizigo when aspirating. When we pulled the pentaray out of the vizigo (first time), the doctor saw air in the valve. She then stopped the irrigation supply. She then tried to aspirate the air out (via the irrigation valve). However, this did not work as the air was then drawn into the valve. Air was also drawn into the patient as soon as he breathed. The doctor's opinion was that the irrigation valve was defective/leaking. The vizigo was replaced. There was no patient consequence. The physician checked the patient for neurological symptoms during and after the procedure but nothing was noticed. Patient is fine. No medical intervention was required.

Manufacturer narrative:
On 6-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).